Event description:
It was reported that the device had physical damage. No patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 11/16/2011 to present date 01/15/2021, and note that this device has been returned for service twice, which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there was a production failure q6 200140293 for assembly harness display, which does not correlate to the customer reported issue. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device had physical damage. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, sleeve drivearm, front cover, rear case, left handle, barrel clamp, left/right iui, and latch module. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/16/2011 to present date 01/15/2021, and note that this device has been returned for service twice, which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there was a production failure q6 (B)(4) for assembly harness display, which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear/damage of the tube drivearm syringe - pca. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #ca-2018-0161 for iui's. CAPA #1604765 for rear case.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had physical damage. No patient involvement.